Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device is currently shipping from argentina to bbm in germany for investigation. A follow-up report will be provided after the inspection results are available. Reviewed the DHR and there is no abnormality found during in-process and at final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): the client advises that the pump does not administer medication. The elastomer doesn't compress.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received two easypump ii lt 100-50-s in original packaging. The provided samples were taken to a visual inspection. Damages or other deviations were not detected. Afterwards the provided samples were subjected to a functional test respectively a leak test was carried out. Therefore the pumps were filled with 50ml nacl 0.9%. After starting the pumps the pumps did work (solution was running). After 60 minutes leakages were not detected. The provided sample is within our specifications, hence we judge this complaint to be not judgeable. However, blockage is a known error pattern and corrective and preventive actions are in progress / have been implemented.